Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient in cardiac arrest, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device (device model: x series, serial number: (B)(4)) to continue treating the patient to no avail. The clinician obtained another device (serial number unknown) to no avail. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch report 1218058-2016-00061 for the first set of electrodes used in the patient event.

Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and the reported malfunction was not replicated or confirmed. Visual and electrical testing of the electrodes did not duplicate the fault or find any abnormalities which may have led to the reported malfunction. The device electrodes were scrapped subsequent to testing. Evaluation of the retained sample test did not reveal any assembly or performance discrepancies. No trend is associated with reports of this type.